Event description:
It was reported there were high impedances at implant. A new implantable neurostimulator was used and impedances were fine. No patient injury was reported.

Manufacturer narrative:
(B)(4).